Event description:
It was reported that the patient presented in clinic for lead revision. The left ventricular (lv) lead showed loss of capture and there was phrenic nerve stimulation. The lv lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events of failure to capture and extra cardiac stimulation were no confirmed. As received, a complete lead was returned in one piece for analysis. Visual and x-ray inspections of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. No anomalies were found.